Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14f0606g shows that there is no manufacturing anomaly and no other complaints. The prismaflex m100 set was discarded and not available for inspection.

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy. Following the priming of the set and initiation of the treatment, the nurse observed blood coming from an opening in the venous return line of the filter set. Treatment was stopped and restarted with a new filter set. It is not known if the content of the extracorporeal circuit was returned to the patient.